Manufacturer narrative:
The insulin pump was received with moisture found on the keypad traces. All of the buttons functioned properly, no numbers scrolling noted and no unresponsive buttons noted. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that about half an hour ago, the buttons have stopped responding. Customer stated that it has been happening on and off for the last hour and it seems to be working right now. Customer's blood glucose was 8.8 mmol/l at the time of the incident. Customer stated the numbers were scrolling on their own during a programming bolus attempt. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.